Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular lead was suspected to be fractured as the pacing impedance was high and there were many short intervals. The lead was capped and replaced. During the procedure, the physician felt that the replacement lead could not be fully inserted into the header of the existing device and suspected a header issue. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.